Manufacturer narrative:
(B)(4). Date sent: 4/30/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a tr45w reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please provide more details for "stapler misfire"? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Could you please provide more details for "stapler misfire"? This is what was reported in the medwatch report and from the operative report: an endopath ets flex 45 stapling device with a white vascular load of staples was then used to come across the base of the appendix; however, when trying to fire that, it obviously misfired and would not fully engage. As such, the stapler was released and then taken out of the peritoneal cavity. We removed approximately 6 staples that had become lodged in the seromuscular layer on the medial side of the appendiceal base, but had not been deformed whatsoever. As such, those staples were all removed from the peritoneal cavity. The stapler was reloaded with a new white vascular load of staples. We could see that both sides of the base of the appendix had become bruised essentially from the trauma related to that stapler misfire. As such, the stapler was then placed just proximal to that on the base of the cecum and then, the stapler successfully fired a second time. The patient's site of that staple line appeared to be free of oozing and obvious stool leak. The patient's site of the mesoappendix, although, edematous, appeared to be free of oozing and bleeding.... We then returned our attention to the right lower quadrant and again, could see no evidence of obvious oozing, bleeding, or stool leak from the patient's staple line at the base of the cecum or from the patient's site of the mesoappendix. The terminal ileum, of note, was free of inflammation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
User facility medwatch form, #mw (B)(4).